Event description:
It was reported that the physician assumed the stent edges were located within range of the centers of respective markers and based on this understanding, the stent implant was positioned and deployed in the ostium of the left circumflex (lcx). However, the stent was deployed far proximal than expected. The stent was planned to be implanted at the ostium of the lcx, but the stent implant was actually deployed in a manner that the proximal edge of the stent implant was sticking out into left main trunk (lmt). Thus, to appose the struts which were sticking out, to the vessel wall, kissing balloon technique was performed, and a dissection occurred. Nothing was done to treat the dissection in the lmt, as a considerable time had elapsed since the initiation of the percutaneous coronary intervention (pci) and the hemodynamic status was stable. Although the dissection remained untreated, the stenosis of the target lesion was improved down to 0 percent. However, four days later, angiogram was performed to check on the dissection. Although the hemodynamic status was stable before re-pci, and the patient didn't present with chest pain, the dissection was more extended and spreading proximally. A 3.5 x 23mm xience v stent was implanted to treat the proximal part of the dissection in the lmt. No additional information was provided.

Event description:
It was reported that during a procedure to treat a stenosed lesion at the primitive iliac artery, just after the bifurcation intern/external, an unspecified 0.035 guidewire was 'difficult' to advance and it was replaced with an unspecified 0.032 guidewire and advanced to the lesion. A 5x40 unspecified balloon was used to predilate the lesion and the balloon ruptured. The omnilink elite stent delivery system (sds) was advanced past the lesion and during retracting the sds for positioning, the stent implant dislodged at the lesion. The physician removed the sds and advanced an unspecified 4mm balloon and expanded the dislodged stent at the lesion. A second unspecified balloon was used to completely appose the stent with a good result. There was no reported patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product revealed blood on the tightly-folded balloon, no contrast visible on the sds, and no returned stent, which is consistent with the reported use and complaint. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, improper technique and handling during sheath removal and preparation for use, or interaction with the patient anatomy, lesion and/or accessory devices. The returned stent delivery system (sds) had crimp marks on the balloon between the markers, suggesting that the stent was crimped properly during manufacturing. Based on the reported information, interaction with the heavily calcified lesion likely contributed to the reported stent dislodgement, particularly since other devices had issues with this lesion (difficulty advancing a guide wire and pre-dilatation balloon rupture). The dislodged stent was successfully implanted at the lesion with another balloon dilatation catheter (additional non-surgical treatment). A review of the finished product device history record revealed no nonconforming material records associated with this lot, and all sample units for stent dislodgement testing met manufacturing criteria. The reported stent dislodgement appears to be related to operational context and not a product quality deficiency. During manufacturing, all sds are inspected for proper stent placement and stent damage. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: unspecified balloons 5x40mm, 4mm, x2 unk; guide wire: unspecified 0.035, 0.032. The device was received. Investigation is not yet complete.

Manufacturer narrative:
(B)(4).